Event description:
According to the reporter, the patient underwent resection of the hernia sac on (B)(6) 2022. Placement in the abdominal cavity of a double-sided prosthesis: 8.5 simply placed and held together by a point in the middle at the time of the closure of the fascia. Suturing in front of the aponeurosis prosthesis by a competitive suture overcoat. On (B)(6) 2023, the patient with a primary history of an estimated one-month progressive pregnancy and gestational diabetes treated for a parietal infection at five months of a median eventration course with placement of a non-absorbable intraperitoneal parietal prosthesis. The morphological assessment by abdominal ultrasound confirmed the presence of a periprosthetic collection with cellulite. Ultrasound-guided puncture of this collection highlighting a pseudomonas aeruginosa. After infectiological advice, the decision was made to excise the infected prosthetic material by direct approach and washing. On (B)(6) 2024, the surgeon performed a recurrence course of median eventration by laparotomy with the placement of a reinforcement intraperitoneal prosthesis. Subcutaneous drainage was left in place. The intervention took place in good conditions. The postoperative follow-up was favorable. The patient has resumed a bowel movement and a well-tolerated normal diet. Pain is relieved by the usual level 1 and 2 analgesics. The patient remained apyretic except for antibiotic therapy. The patient resumed a completely correct stroll in the department. The abdominal scar is clean. The biological check-ups are satisfactory. The patient ha d chronic fatigue, chronic pain (follow-up at the pain center), fibromyalgia, joint pain, irradiation to the left leg and hip, lower back pain, multiple adhesions visible on imaging, hypermetabolic fixation on pet scan (suv 10.87), diarrhea, constipation, and loss of mobility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.